Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that, as received the connector portion of the lead was returned in one piece measuring 5.0 cm. An external insulation abrasion exposing the outer coil caused by friction to the device can noted at 4.5cm to 4.6cm from the connector pin, adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.